Event description:
It was reported that the customer passed away. Reportedly, the death was due to heart failure. The date of death was not reported.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.